Event description:
Customer's nurse reports customer received blood glucose results of 121mg/dl and 119mg/dl (not back to back) with low blood glucose symptoms while using the advantage system. Customer's symptoms did not match results. Nurse reports in the first event that customer was unresponsive and emts were called; treatment information was not provided. In a second event, nurse reports customer was "making weird gargly noises and was confused." Emts were called, tested customer with a reading of 27mg/dl; treated customer with an IV of unknown content. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.